Event description:
It was reported by repair work order that the fowler was drifting as the fowler clutch was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.